Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ctgctv2, a false positive patient result was obtained. Sample was sent to an external lab to be tested on panther, and result was negative. There was no report of patient impact.